Event description:
Healthcare professional reported "rupture and capsular contracture baker grade unknown", confirmed via mammogram. Patient later reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.6., d.3., g.1.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade unknown", confirmed via mammogram. Patient later reported "rupture". Healthcare professional later reported "just ruptured". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting e2303/a010102 for capsular contracture as the patient's current physician did not confirm the event and indicated rupture is the only complaint at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification b3: office noted date of onset as "over the past 5 months" clarification d6(a): partial implant year provided as 2009 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. The device remains implanted.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade unknown", confirmed via mammogram. Patient later reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.